Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call prime/fill anomaly and high blood glucose levels. Customer's blood glucose level was 460 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they are stuck in preparing to prime loop. Customer advised they did not receive a 2nd series of beeps nor did any numbers appear on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.